Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a physician that during a surgical procedure when the magnet was applied to the device there was no patient alert tone heard. Additionally, the carelink indicated that the patient device was programmed on. Based on follow-up received, the pacemaker is functioning appropriately and remains in use. No patient complications were reported as a result of this event.